Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: the pump was powered on and it was noted that the display was dim and discolored. Unrelated to the original complaint, it was noted that all of the buttons were intermittently responding to user input. The keypad cover was removed and contamination was discovered under all of the button contacts. Also unrelated to the original complaint, it was noted that the vibrator motor had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.